Event description:
The pt had revision surgery because the lead "wasn't working" and was informed there was "no electricity going through lead". The old lead was removed and a new lead implanted. Follow up info from the physician attributed the event to the lead and confirmed pt symptoms of pre-existing pelvic pain and emotional changes. Reprogramming was attempted on (B) (6) 2009 but was unsuccessful. X-rays taken at the same time showed normal lead placement. During the replacement surgical procedure the physician found lead was "non-communicating" and observed the end of the lead wires were "frayed". The physician felt there was a malfunction of the lead. Pt outcome was reported as recovered with sequelae.

Manufacturer narrative:
(B) (4).